Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip.

Manufacturer narrative:
An event regarding revision involving an unknown liner was reported. The event was confirmed. Conclusions: the event was confirmed through the revision implant sheet however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for revision, device details, return of devices, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision of right hip.